Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced high readings on control solutions level 1. R&d root cause investigation completed:the test strips producing high glucose results is due to improper storage of returned test strips: the returned vial was most likely compromised by being left open for an extended period of time; consequently, the strips within the returned vial were exposed to a humid environment.

Event description:
Costumer reported complaint for high control solution test results,out of acceptable range (24mg/dl-54mg/dl). The customer is concerned with control solution tests results of 67 mg/dl. Another control test performed during call on (B)(6) 2016 produced result of 66 mg/dl. Control test not within acceptable range of 24-54 mg/dl. Control level one lot# 6bc1a14 manufacturer's expiration date is 2/28/2018 and open date is 2 months ago. The customer's expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 8/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: 66mg/dl (control solution), 67mg/dl (control solution). Customer states the supplies are stored in the bathroom; instructed customer on proper product storages environmental conditions and store the supplies away from areas of high humidity, such as the kitchen and bathroom. Customer has not had any recent changes in diet, exercise, or medications.